Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented to the hospital two weeks prior to the revision surgery because the device was not functioning properly. Upon inspection, it was determined that the length of the left cylinder was insufficient, and the length was extended using a tip. There were no patient complications reported.